Manufacturer narrative:
Concomitant medical products: product ID 3777q60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported a fluoroscopic image on (B)(6) 2015 revealed both leads migrated. No adverse events were noted related to the event; no signs or symptoms reported. No action had been taken and the event was ongoing. Etiology was due to the leads and noted to be related to the implant procedure. Patient indication for use is spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further action needed.